Manufacturer narrative:
The insulin pump was received with depleted alkaline battery installed. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. It was unable to prime the insulin pump during prime/a33 test. Unable to determine the root cause of the prime/fill anomaly due to the insulin pump preservation. The occlusion test and excessive no delivery test were unable to be performed due to prime/fill anomaly. The insulin pump had minor scratched display window, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Data analysis: (B)(6)2015 daily insulin total = 25.450u (B)(6)2015 daily insulin total = 36.700u (B)(6)2015 daily insulin total = 49.450u (B)(6)2015 daily insulin total = 54.650u (B)(6)2015 daily insulin total = 25.450u (B)(6)2015 daily insulin total = 12.950u (basal deliveries only) (B)(6)2015 daily insulin total = 12.550u (basal deliveries only) (B)(4).

Event description:
The medical examiner called to report that they would like to return an insulin pump of a deceased customer for analysis. The caller stated that no official cause of death has been determined yet; the autopsy has not been completed. However, the caller stated that on (B)(6) 2015, the customer had been complaining of a stomach virus. The customer passed away on (B)(6) 2015. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the battery in the insulin pump was dead and declined carelink upload.